Event description:
Additional information received on 27 may 2021: device evaluation.

Manufacturer narrative:
Reference record (B)(4). The click adaptor and j tubing were received were received at abbvie for evaluation. A visual inspection was performed and no damage was observed and the j -tube was found to not be occluded. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Manufacturer narrative:
Reference record (B)(4). Catalog number is the international list number which is similar to us list number of 062918. It was unknown if the device involved in the event was discarded or will be returned; therefore, a return sample evaluation is unable to be performed. However, if the device is received, a follow up report will be submitted upon completion of the return sample investigation. Intestinal ulcer is a known complication of a j tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On (B)(6) 2020, a patient in (B)(6) underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. On (B)(6) 2021, the patient underwent a gastroscopy, which revealed a duodenal bulb ulcer. Biopsies were taken and the j tube was removed. The patient was treated with pariet for 20 days.